Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 25.0 diopter lens was opened for a combo case (phacoemulsification with iol and pars plana vitrectomy). As the surgeon injected the lens into the patient's left eye (os), one of the haptics broke off and then the lens broke in half. The surgical faculty was able to successfully remove the broken lens and implanted a za9003 23.5 diopter lens. There was no incision enlargement, no vitrectomy, and no sutures used. Also, there was no patient injury. No additional information was provided.